Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).

Event description:
Medtronic received information that during the coiling treatment of a posterior communicating artery aneurysm, the last axium helical coil detached prematurely as it was being placed inside the aneurysm. Prior to incident the physician successfully implanted three coils in the aneurysm. The physician tried to repositioned the coil several time but could not be deliver the right place. It was withdrawn from the patient and found that it had detached. The coil was removed from the patient. The patient anatomy was moderately tortuous. No patient injury reported as a result of the procedure.

Manufacturer narrative:
Received clarification on 29sep2015 stating that the implant coil did not prematurely detach. The issue with the implant coil was that it could not be positioned in the aneurysm and was found to be stretched when it was taken out of the catheter. The physician believed that the stretch in the coil may have contributed to the difficult positioning issue. The axium coil was returned for evaluation within the introducer sheath. There were no defects on the pushwire. The implant coil was found to be stretched with the polypropylene filament broken. The axium coil could not be used for further testing due to its damaged condition; therefore, the event cause could not be determined. It is possible that the implant coil became stretched due to the repeated repositioning as reported by the customer. All coils are 100% inspected for damages and irregularities during manufacture. Note: per the axium coil instructions for use (IFU): warning: if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil. (B)(4).